Manufacturer narrative:
Investigation not done yet.

Event description:
Reportedly, on (B)(6) 2024, they have been suffering intermittent disconnections. They do not know whether the problem is on the dongle or the header itself, but a connection problem (device not detected by smarttouch) is becoming more and more frequent.

Manufacturer narrative:
The review of provided data confirmed the reported issue, there is communications problem. Visual inspection show that the dongle is sightly twisted on the usb connection side. Regarding the cpr3h head, it has part of its blue upper shell cracked, broken, following at least one impact on a hard surface. This type of damage can cause communication problems. Electrically, the dongle is out of order. There is a break in the electrical connection, excepted when the cable is maintained in a precise position. This repeated twisting of the dongle in the field is probably the cause of the malfunction. Regarding the cpr3h head, it works with a proper dongle. However, there is still intermittent signal disconnections, probably caused by the impact on the shelf. This case is retained and utilized for trend purposes.

Event description:
Reportedly, on (B)(6) 2024, they have been suffering intermittent disconnections. They do not know whether the problem is on the dongle or the header itself, but a connection problem (device not detected by smarttouch) is becoming more and more frequent.